Event description:
It was reported that the health care professional (hcp) requested technical services (ts) to review atrial tachy response (atr) episodes. Ts reviewed the stored episodes and discussed signals observed on the right ventricular (rv) lead could be the right atrial (ra) lead signals or that it could be the patient's intrinsic r-waves that were being undersensed. It was also noted that several low r wave yellow alerts and right ventricular auto threshold (rvat) test suspension alerts were also recorded. Ts also noted a decrease in the rv lead impedance measurements within normal limits and suspected the rv lead may have dislodged. Ts recommended further troubleshooting to determine if the signals on the rv channel were ra lead signals or intrinsic r-waves. The product remains in service. No adverse patient effects were reported. Additional information was received that stated the hcp called to request review of recent atr episodes. Ts reviewed the episodes and noted possible farfield oversensing in the ventricular channel. The product remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested technical services (ts) to review atrial tachy response (atr) episodes. Ts reviewed the stored episodes and discussed signals observed on the right ventricular (rv) lead could be the right atrial (ra) lead signals or that it could be the patient's intrinsic r-waves that were being undersensed. It was also noted that several low r wave yellow alerts and right ventricular auto threshold (rvat) test suspension alerts were also recorded. Ts also noted a decrease in the rv lead impedance measurements within normal limits and suspected the rv lead may have dislodged. Ts recommended further troubleshooting to determine if the signals on the rv channel were ra lead signals or intrinsic r-waves. The product remains in service. No adverse patient effects were reported.